Event description:
During fse training course in slc, the tip came loose on the pin transmitter. This happened in the classroom there was no pt involvement.1) the housing of the pin transmitter consists of two main parts: the casting (plastic) and the stainless steel tip that is used to attach the housing to the clamp/pin fixed to the pt. 2)investigation of the failures revealed that the current supplier of the pin transmitter's housing had misinterpreted the instructions that control the pinning of the tip to the casting (pin through one side only. Instead of pinning through both walls). It is likely this manufacturing error has been introduced during the transfer of the pin transmitter supplier from olympic eng (ma) to complete machine (ut) in 2004. To this date, complete machine had produced-500 pin transmitter cables, of which -350 have been dispatched to the field. The pin transmitter can be used for spine surgical procedures (attached to the bone pin, the bone camp or the 4-inch cervical post), or for cranial/advanced ent surgical procedures (attached to the axcess cranial pin). This is the third time a complaint is entered about this issue. 1) this issue can happen when trying to attach or remove the pin transmitter from its attachment. If the user properly follows the operators manual's instructions (e.g. Carefully slide pin transmitter over shaft of attachment, rotate transmitter gently 90deg clockwise to lock in place on attachment, etc), issue occurrence is unlikely. This is consistent with the fact there's not a history of complaints about this issue. 2) upon seperation of the tip of the pin transmitter from the casting, the -1-2mm stainless steel pin that was securing both part can fall into the surgical field. Due to the small size of the pin, its recovery during surgery is possible but not likely.